Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not properly attached. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: device received on 11/19/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal to be the cause of the issue. The dso seal was replaced to fix the issue.